Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported that the stent graft was implanted approximately 3.5 years ago. Currently the aortic neck was found to have dilated to 28 mm due to disease progression with stent graft migration. Repair of the migration is planned at a later unknown date. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (migration). Patient's condition affected effectiveness of device (aortic neck dilated). Evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilated).